Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced infusion set tubing detachment event on 09-jul-2025. The tubing got detached from the site after the set had been in use for three and a half day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.